Event description:
It was reported that high defibrillation impedance was observed on the right ventricular lead due to suspected lead damage. No intervention has been performed. The patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed.